Event description:
It was reported that the patient presented in the hospital with infection due to procedure. The physician explanted the entire system.

Manufacturer narrative:
Analysis was normal. No anomalies were found.